Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and ps1 were evaluated and replaced. The system was tested and found to be working as intended and returned to service.